Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2014-05419. On (B)(6) 2014, the patient underwent a trial procedure. During the procedure, the doctor damaged one of the leads due to bending and improper use of a stylet. Another lead was used to complete the procedure. In turn, the procedure was extended by an hour. Both leads are being reported because it is unknown which lead was not implanted.